Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy procedure, on the first firing after the device was set-up, the doctor attempted to fire the device, but the firing did not advance. The procedure was completed with another device. There was no patient injury.